Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, almost one month after four dental implants were installed in intraoral regions #10, #13, #7 and #4, their non-osseointegration was observed. 60 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.